Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material on the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. The event is detectable/preventable by handling the device in accordance with the following IFU: if-ez1500 IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.